Manufacturer narrative:
(B)(4). G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner sterile package was found damaged while the outer package remained intact. The foam remained in the package. The surgeon suspected the risk of the sterility of the damaged product. A same sized spare one was used to complete the procedure. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6 the following sections were corrected: d1 -visual evaluation of the returned product/provided video clip identified damage to the sterile packaging (pouch). Sterility has been compromised. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -medical records were not provided. -the condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. -the reported event has been confirmed by evaluation of the returned product and provided video clip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.